Event description:
It was reported that the patient's right ventricular (rv) lead triggered high impedance warnings, and high thresholds were observed. No sensing or capture was possible at maximum output. The rv lead was found to be dislodged less than one month after implant. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead implanted (B)(6) 2014. (B)(4).